Manufacturer narrative:
The reporter's meter was returned for investigation. The device could not be turned on, the battery contacts were contaminated by liquid (leaked battery) whereby the device could not be switched on (handling error). After cleaning the battery contacts, the display showed no error (no missing or faint segments). The circuit board showed no contamination. The display does not show any failures or abnormalities during the measurement. This error could not be reproduced during the investigation. The customer material meets the specification. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. A meter display check was performed and was complete. Occupation was lay user/patient.

Event description:
The initial reporter experienced an issue with the display of coaguchek xs meter serial number (B)(4) that could impact the interpretation of results. When testing, the customer applied the blood sample while the meter was counting down. Once the sample was applied the meter showed "3.5" and then went back to a flashing a blood drop symbol and countdown. The customer was not sure if she received a result or not but interpreted the 3.5 as the inr reading. In the meter memory, a result of 3.5 inr was present.